Event description:
It was reported that during the stenting procedure at left vertebral artery for complex calcified 70% stenosis, the tip of the subject catheter was detached and stuck in the proximal part of the stent. When the physician advanced another catheter to the subclavian artery and advanced a wire through the stent, it was noticed that the detached tip was moving closer to the proximal end to the subclavian part of the stent. Therefore, the physician deployed another stent in the vertebra artery to lock the detached tip between the two stents. After the procedure, the patient was with 30% residual stenosis but free flow and no signs of the distal emboli. The patient was administrated with acetylsalicylic acid (asa) for lifetime, and clopidogrel for at least three months. No further information is available for now.

Manufacturer narrative:
Product available to stryker: updated. Expiration date: added. Returned to manufacturer on: updated. Concomitant products grid : updated. Device evaluated by mfg: updated. Summary attached: updated. Manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the distal tip had been separated and the device appeared to have been ripped. Due to the nature of the complaint the functional evaluation was not performed. It is possible that the catheter tip may have caught onto an exposed portion of the stent during the clinical procedure causing it to become detached. However, this could not be definitively determined since the stent was not returned for analysis. Based on the results of the DHR (device history record) review, the reported event did not appear to have been manufacturing related. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of cause not established has been assigned to the reported event and analyzed anomalies.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the stenting procedure at left vertebral artery for complex calcified 70% stenosis, the tip of the subject catheter was detached and stuck in the proximal part of the stent. When the physician advanced another catheter to the subclavian artery and advanced a wire through the stent, it was noticed that the detached tip was moving closer to the proximal end to the subclavian part of the stent. Therefore, the physician deployed another stent in the vertebra artery to lock the detached tip between the two stents. After the procedure, the patient was with 30% residual stenosis but free flow and no signs of the distal emboli. The patient was administrated with acetylsalicylic acid (asa) for lifetime, and clopidogrel for at least three months. No further information is available for now.